Event description:
It was reported on (B)(6) 2014 by the service technician that the battery oscillator (part 530.610; lot 4161) makes an unusual sound. No report of enduser, patient or procedure harm noted. No additional information available. This report event is for one power device. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The power device is used for treatment, not diagnosis. The power device is an instrument and not implanted/explanted. The subject device has been received and is currently in the evaluation process. Investigation is on-going. An additional evaluation was performed. The power tool evaluation reported the device as received condition was: blemished housing. It concluded: the reporters complaint that the unit makes an unusual sound was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. An additional evaluation for a service and repair history has been requested. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 22-mar-2010. The source of the manufacture date is the release to warehouse date.